Event description:
During clinical inservicing of the bvs console, the abiomed clinical specialist observed that the foot pump tubing was kinked, there was no handled dislodged alarm, and the flows were not over 4 l/min with the test loop. The footpump microswitch and tubing were replaced. Field service could not duplicate the flow issue. System was then functioning to spec.